Manufacturer narrative:
As reported, during a percutaneous transluminal renal angioplasty (ptra), the aviator plus balloon catheter (.014 6.0 x 30 142 cm) ruptured at eight atmospheres (8 atm) when delivered to the renal artery for pre-dilation. Therefore, the balloon was replaced with a new non-cordis balloon catheter and a palmaz genesis 6.0 x 18 stent was implanted in the renal artery. There was no reported patient injury. The target lesion was the renal artery. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the IFU. There were no difficulty removing the stylet or any of the sterile packaging components. There were no difficulty removing the product from the hoop. There were no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally maintaining negative pressure. During the procedure, the aviator plus balloon catheter (.014 6.0 x 30 142 cm) ruptured at 8 atmosphere pressure (atm) when delivered to the renal artery for pre-dilation. The product was removed intact (in one piece) from the patient. Therefore, the balloon was replaced with a new non-cordis balloon catheter and a palmaz genesis 6.0*18 stent was implanted in the renal artery. The procedure was finished successfully.  The product was not returned for analysis. A device history record (DHR) review of lot 17630622 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during a percutaneous transluminal renal angioplasty (ptra), the aviator plus balloon catheter (.014 6.0 x 30 142 cm) ruptured at 8 atmosphere pressure (atm) when delivered to the renal artery for pre-dilation. Therefore, the balloon was replaced with a new non-cordis balloon catheter and a palmaz genesis 6.0*18 stent was implanted in the renal artery. There was no reported patient injury. The target lesion was the renal artery. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the IFU. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally maintaining negative pressure. The product was removed intact (in one piece) from the patient. The procedure was finished successfully.